Manufacturer narrative:
Exact date unknown, event occurred slowly after implant from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing some allergy type symptoms after an implant procedure. The symptoms seem to be aggravated existing arthritis symptoms, voice going scratchy and throat being tight. The physician prescribed patient with oral steroids. The patient underwent an explant procedure and was doing well postoperatively. The explanted device components were not returned per facility policy.